Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency service due to low blood glucose with blood glucose of 19 mg/dl. The customer was treated with glucose gel for low blood glucose level. The customer was reported that the lip ring was loosed. The insulin pump will not be returned for analysis.